Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; left; asr xl . Reason(s) for revision: alval / soft tissue reaction. Revision due to take place on (B)(6) 2014. Bi-lateral patient. For right side see (B)(4). Update received(B)(4) 2014 - (B)(4) have now confirmed that the revision has taken place.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left, asr xl, reason(s) for revision: alval / soft tissue reaction. Revision due to take place on (B)(6) 2014. Bi-lateral patient. For right side see com (B)(4). Update received (B)(6) 2014 - (B)(6) have now confirmed that the revision has taken place. Update - (B)(6) 2014 - added reasons for revision as - wear of articular bearing surface of internal prosthetic joint / patient demand. Marked as clinical trial, patient year of birth = (B)(6), male. Added expiry date for all products. Duplicate of com (B)(4), which is to be voided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). Addendum added 10 jul 2017. The complaint was reopened as received additional information. Updated event date, activity level, surgeons name, complainant address and city, file handler, and added one additional products. No further actions identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.